Event description:
Related to MFR report number 2183959-2014-00209.it was reported that the patient complained of pain in her "lower right side" and the majority of the monarc sling was removed. A previously implanted miniarc sling was also removed during this procedure. There were no further patient complications reported in relation to this event.